Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage at site of with three infusion sets on (B)(6) 2024. Blood glucose levels were between 250-480 mg/dl at the time of the event. Patient replaced infusion sets and resumed insulin successfully. No further information was available.